Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in the device inner surface and two linear openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified two striated openings and wear abrasion. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated assessed as surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.